Event description:
Fluid would not go through the shunt system. No patient injury. Fifteen minute surgical delay.

Manufacturer narrative:
Manufacturing site evaluation: valve was manufactured in october 2012. All parameters (opening pressure, reflux, tightness, adjustability and brake function) were inspected and passed inspection during production. Proof penetrability testing in hydrostatic pressure difference of approximately 20-30 cm h20 in the flow direction. The valves, reservoir and piece of catheter were found to be free of any occlusions during individual penetrability tests. Unable to confirm that valve was not penetrable. No further action required.